Event description:
It was reported that during an unknown procedure, the blade stuck; cannot cut the tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Firing knob, damaged slip block assembly. Additional information was requested and the following was obtained: what type of procedure was the device used in? Colectomy. Did the device staple? Not yet. If the device stapled, was the staple line complete? Not yet. What was the appearance of the deployed staples (b-formation, irregular, legs straight) not yet. How was the case completed? Change the new one. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received without a reload. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.